Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.

Event description:
The customer reported a burning smell and small amount of smoke from the coulter act 5 diff cap pierce (cp). The analyzer was immediately powered off and disconnected. The customer identified one of the chips on the bottom left side of the main card had melted. The laboratory was not evacuated, nor was a fire extinguisher used or the fire department called. There were no sparks or flames. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death, injury or affect to user.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and found numerous burnt chips on the main board and signs of leakage. The instrument was inoperable and replacement parts installed, but system operation could not be restored. The instrument is currently inoperable, pending customer decision on repair or replacement. (B)(4).